Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that the patient was charging too frequently and that charging was taking too long. The consumer mentioned that the patient¿s previous device was from a different manufacturer and didn't take nearly as long or needed to be charged as often as their current system. Recharging best practices were reviewed with the consumer, as well as the option to have the device checked in order to calculate an estimated recharge interval. The consumer stated that it hadn't ever been done. It was noted that this had been an issue since the patient was implanted on (B)(6) 2016. The patient was redirected to their healthcare provider (hcp). No patient symptoms were reported. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has to charge every day or day and a half, and it takes 4-5 hours to charge. The caller also stated having to have their recharger antenna on for 4-5 hours/day is making patient¿s back sore. It was stated the patient met with a manufacturing representative (rep) last year who changed programs because the other programs were too ¿power intensive¿; then caller stated it seemed like it worked a little better for a while last year, but then the charging frequency started getting worse the past 2-3 months. It was also stated the ins was changed from c to b about 2 weeks ago to see if that would improve recharging intervals, but caller stated recharging intervals did no change. The caller asked patient why they switched back to other programs and patient responded saying ¿because it was taking too long so long and it was shutting off all on its own because if I didn¿t get it every single day it would just shut off¿. No further information was reported.